Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the right atrial (ra) lead. Additionally, the ra lead exhibited oversensing of right ventricular signals which resulted in pacing inhibition. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.